Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the theatre sister claimed that the tip of the harmonic broke off. It was fully retrieved and they opened another device and finished the case without any further issue. The device was not activated on a clip or staple.

Manufacturer narrative:
(B)(4). Batch # p93k9f. The device was returned with the tissue pad damaged, melted, not all present, and all piece were not returned. In addition, it was received with no apparent damage to the blade tip as the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.